Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gi bleeding with hematochezia. The patient was transfused with 4 units of packed red blood cells. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 1 day. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.